Event description:
It was reported that the customer experienced high blood glucose levels and had air bubbles in the tubing. The customer's blood glucose was over 600 mg/dl. Troubleshooting was done. The customer stated that the air bubbles were the size of a quarter inch. Advised customer to prime until the air bubbles were no longer visible. The customer stated that the air pockets were not moving. Advised customer to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.